Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and u-100 novolog have been tested and found to be compatible for use in the pump. Use of insulin with greater or lesser concentration can result in an over delivery or under delivery of insulin. This can cause hypoglycemia.

Event description:
It was reported that an unspecified malfunction alarm occurred. In addition is was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl. Bg level was addressed by the customer with a glucagon injection and then going to the emergency room (ER) where the customer was administered intravenous fluids of saline. Reportedly, the customer was using off label insulin (admelog) within the pump supplies. Customer was released from the ER later the same day with their low resolved. Recommendation was made to consult with a healthcare provider regarding diabetes management and the customer reverted to an alternate method of insulin therapy due to the malfunction.